Event description:
The customer reported being hospitalized due to high blood glucose of 596mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was bent. The caller stated that the insulin sometimes is cloudy. Found that the customer uses cold insulin. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.